Event description:
It was reported that the yellow ultrasonic level sensor was damaged and thrown away sometime ago. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR number 1828100-2013-00409. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.